Manufacturer narrative:
A getinge emergency support consultant explained to rcis in the cath lab via telephone that the pump can pump with out ECG; however, it does not allow the pump to work optimally. Rcis stated he thought ¿team member ordered another piece when he came to the hospital a few weeks back.¿ it was explained that the best option would be is to place the patient on a pump that had the ECG cord. The getinge emergency support consultant collected product surveillance information and encouraged rcis to call back with any questions or with any other issues that arise. It was confirmed with fse that he did not order any part for howard university hospital. Its believe this pump is missing the ECG cord from what rcis stated. However, this was never called in by the biomed team. This complaint will be closed and if further information is received, the complaint will be reopened and update accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) pump¿s adapter was missing. There was no patient involvement.